Event description:
It was reported that during a percutaneous coronary intervention procedure withdrawal resistance occurred. The target lesion was located in the proximal left circumflex (lcx). The physician attempted to advance the kinetix guidewire to the lcx; however, the device was unable to cross the lesion as the guidewire became stuck inside of the proximal lcx. While attempting to remove the guidewire from the patient, the physician experienced withdrawal resistance. The physician was able to successfully remove the device from the patient and it was noted that the device was removed intact. The procedure was successfully completed with a non bsc guidewire with no patient complications reported. The patient's condition is listed as good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)